Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified anterior tibial artery. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified anterior tibial artery. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was blood and contrast in the inflation lumen and balloon. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. A pinhole leak was detected 21mm proximal from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.